Event description:
The patient (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported the patient was experiencing pain at the ipg pocket. Surgical intervention was undertaken on (B)(6) 2011 to relocate the ipg pocket. However, due to technical difficulties experienced by the physician during the procedure, the patient's ipg had to be replaced. No further complications were reported.

Manufacturer narrative:
Evaluation: results - a visual inspection of the ipg header found the upper chamber setscrew had flipped to the upside down position. The upper chamber setscrew was positioned correctly and the device passed all mechanical and electrical analysis. The reason for the pocket discomfort could not be ascertained. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.